Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was able to verify the customer's reported issue. The ventilator alarmed transducer fault upon testing. The ventilator was opened and visually inspected and found an unknown contaminate on solenoid manifold port 4 tubing. The service technician replaced solenoid manifold and issue was resolved.

Event description:
The customer reported model lap top ventilator 1200 alarmed transducer faults during patient setup. The ventilator was not yet placed on the patient. There customer confirmed there was no patient involvement associated with the reported malfunction.